Event description:
It was reported that surgery time extended beyond 30 minutes.

Manufacturer narrative:
The affected devices were returned and evaluated. From the analysis conducted during this investigation, it was concluded that the custom emperion trial pilots fractured due to ductile overload. Overload fractures can occur if excessive bending forces are applied to the trial pilots, in excess of the material strength. No material deviations in the trial pilots were found during this investigation.